Manufacturer narrative:
Correction - b5 correction - h6 - change from minor injury to serious injury correction - h6 - addition of incorrection interpretation if signals code and component code.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) incorrectly interpreted the signal and delivered inappropriate anti-tachycardia pacing (atp) for supra-ventricular tachycardia (svt).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with an episode of inappropriate anti-tachycardia pacing (atp) observed on the implantable cardioverter defibrillator. Programming changes were discussed. However, the clinician was unable to reach the patient at the time. The clinician planned to bring the patient in to make programming changes.